Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. A new lens was implanted during the same procedure and the patient is reported to be doing fine.

Manufacturer narrative:
(B)(4) - explant of intraocular lens (iol). All pertinent information available to the manufacturer has been submitted.